Event description:
Received a report from a peritoneal dialysis pt who reported that he was not able to connect to this dialysis treatment set. There was no report of pt injury. The pt has companion samples to send for an evaluation.